Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of myopotential noise that was reproducible with isometrics/arm movements. It was also noted that there was a gradual increase in shock lead impedance (sli) measurements. Technical services (ts) recommended increasing sli alert value as well as pocket manipulation and defibrillation threshold (dft) testing if sensing was adjusted. Ultimately, ts suggested that a lead revision would be needed. The health care professional (hcp) decided they would continue to monitor and discuss revision options. No adverse patient effects were reported. This rv lead remains in service.